Event description:
On (B)(4) 2012, intuitive surgical received the following comments via an online survey from an unk source concerning the outcome of a surgical procedure that was performed using the da vinci surgical system. The info received is as follows: "the scars were more pronounced and did not heal as well as with regular laparoscopic surgery. In addition, the surgery caused a severe c-diff infection which forced me back to the hospital for three days."

Manufacturer narrative:
Due to the limited info provided in the survey, intuitive surgical is unable to follow up with the reporter to determine the root cause of the reported event. If additional info is received concerning the reported event, a f/u medwatch report will be submitted to the FDA.

Manufacturer narrative:
(B)(4).